Manufacturer narrative:
(B)(6).

Event description:
It was reported that a balloon ruptured occurred. A 10mmx2.50mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured at 10atm upon the second inflation. The device was able to be removed. The procedure was completed with a different device. No patient complications reported.